Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 16:34:21. During night drain cycle one, the patient's ultrafiltration reading was 352ml, indicating the home patient (hp) drained 352ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be unexpected high uf compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.